Event description:
On (B)(6) 2014, a reporter contacted lifescan (lfs) for the lay user/patient alleging the patient¿s one touch verio iq meter displayed a battery indicator symbol. The complaint was classified based on the customer care advocate (cca) documentation. The reporter did not recall when the alleged power issue began. It is not known what medication, if any, the patient takes to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes regimen in response to the issue. The patient claimed that she did not develop any symptoms and there was no mention of receiving medical treatment for a high or low blood glucose excursion. At an unspecified time on (B)(6) 2014, the reporter stated that the patient went into her doctor¿s office for a visit and her blood glucose was tested; however, she could not recall the result obtained on the other device. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because, the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (05/23/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.